Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; after receiving a call service alarm, the user was unable to restart the pump. The pump will not progress past the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2015 with the following findings: review of the black box data revealed multiple, consecutive call service alarms cs087 and cs052. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Complete investigation of the pump was not able to be performed due to the blank display screen. On examination, the battery compartment was noted to be cracked between the bottom of the keypad cover and the case seal. Additionally, a pump case crack was noted near the upper right corner of the display lens. The pump case was removed revealing moisture corrosion throughout the inside of the pump. Complete investigation of the call service alarm issue was not able to be performed due to moisture damage and a blank display screen.